Event description:
It was reported that there was a general complaint of the etco2 module patient controlled analgesia pause protocol not working as expected. Per customer, "they are stating: one of the things we noticed when we were getting them ready is that the pca pause doesn¿t always work (in our testing of me wearing the sensor)." The hospital contact indicated they had also tested the device on themselves and found it not to function as expected. The hospital contact did not indicate how they had tested the device or specific what had occurred. There was patient involvement, but no harm was indicated.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number is a concomitant. Please refer to manufacturer report number 2016493-2024-38326, which captured the correct suspect device per investigation report.

Event description:
It was reported that there was a general complaint of the etco2 module patient controlled analgesia pause protocol not working as expected. Per customer, "they are stating: one of the things we noticed when we were getting them ready is that the pca pause doesn¿t always work (in our testing of me wearing the sensor)." The hospital contact indicated they had also tested the device on themselves and found it not to function as expected. The hospital contact did not indicate how they had tested the device or specific what had occurred. The clinician indicated: "I would hold my breath for 20- 30 seconds. I would also sometimes hold it away from my nose a little bit. We tried both ways. It would alarm with low co2 and low respiratory rate, but it would not pause. The pause protocol was active (we could see that on the screen). In the past, I was able to simulate in the same way and out of the dozens of times that we practiced with it¿ we did get it to pause twice. I do not have the ones we used, but we did try on 3+ different pumps and at least 3 different sensors." There was no patient involvement.